Event description:
Reporter stated that 4 capillary samples were measured, using the suspect device, with blood pt results of 5.8 inr, 2.4 inr, 3.3 inr, and 3.9 inr. The same samples, when tested on a laboratory instrument, reportedly measured 4.2 inr, 1.9 inr, 2.0 inr, and 2.5 inr, respectively. Reporter noted that 24 samples were used for a comparison study, and the 4 above listed comparisons were those that did not correlate with lab values. No patient information was provided. Technical support requested the return of the suspect product and replacement product was shipped.